Manufacturer narrative:
On 13-jan-2016, the field service engineer (fse) arrived onsite and observed that the waste chulte was backed up, causing a cup to overflow the chulte and land on the stc lane track which was pushed over toward the sorter not allowing the stc lane to home. The fse cleared the cups and tested the instrument. The aia-2000 was functioning as intended. No further action required from field service. The probable cause of the event was the fault or failure of the stc lane that lost home position. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2016, a customer reported receiving y-axis cup transfer error messages. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.